Manufacturer narrative:
Section d6a: implanted date - patient's exact implant date not available; however, patient was initial implant was on (B)(6) 2011. Section d6b: explanted date - patient's exact explant date not available; however, patient revision was on (B)(6) 2013. Section d10: concomitant products knee item-misc (cat# 200-00-00); (11-3974) stryker sys 6 90x13x1.27 (cat# 203-96-41 / serial#: (B)(4)); 11-4132 stryker sys 6 90x13/21x1.19 (cat# 203-96-42 / serial#: (B)(4)); logic tibia traptray cem sz 3f/2t (cat# 02-012-41-3020 / serial#: (B)(4)) 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial#: (B)(4)); 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial#: (B)(4)); logic femoral ps cem left sz 3 (cat# 02-010-01-0230 / serial#: (B)(4)); tibial stem ext. Screw (cat# 204-70-00 / serial#: (B)(4)); holding pin mini sharp point 4 pk (cat# 201-78-15 / serial#: (B)(4)); fluted stem extension 11l x 12 mm (cat# 204-32-01 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, in approximately (B)(6) 2011, patient underwent left total knee replacement surgery where she was implanted with a recalled optetrak polyethylene tibial insert. In approximately (B)(6) 2013, patient underwent left total knee revision surgery and was implanted with a second recalled optetrak polyethylene tibial insert.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a, d6b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.